Manufacturer narrative:
The reported malfunction was observed and attributed to foreign substance found in the manifold causing poor airflow. The manifold was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self check failure - 1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.